Event description:
Implant date(s): (B)(6) 2010: the patient presented with a preoperative diagnosis of lumbar injury with back pain and radiculopathy. The patient underwent the following procedures: posterior lumbar decompressive laminectomy at l4-5 and half of s1 for decompression with facetectomies; discectomy at l4-5 and l5-s1 for decompression; interbody fusion at l4-5 and l5-s1; placement of interbody cages at l4-5 and l5-s1; posterior segmental spinal instrumentation l4-s1; posterolateral arthrodesis at l4-5 and l5-s1; right iliac crest bone graft harvest through a separate fascial incision for both morselized bone as well as bone marrow aspirate; intraoperative use of stealth frame with stereotactic system, c-arm fluoroscopy, and intraoperative monitoring. (B)(6)2010: the patient presented with pain in his low back. Diagnoses: low back pain secondary to disc herniation at l4-5 and l5-s1. (B)(6) 2010: the patient underwent x-rays of the lumbar spine. Impression: bilateral transpedicular fixation of l4-s1; no evidence of fracture or subluxation. (B)(6) 2010: the patient presented with pain in his lumbar spine, in particular his buttocks. (B)(6) 2010: the patient presented with pain over his hardware, with muscle spasms and continued weakness. (B)(6) 2011: the patient underwent x-rays of the lumbar spine. Impression: stable post-surgical changes from l4-s1. (B)(6) 2011: the patient presented with pain in his low back, across his low back and all the way down his legs. Diagnosis: lower back pain. (B)(6) 2011: the patient presented with pain in his low back and down his bilateral legs. Diagnosis: lower back pain secondary to disk herniation, status post-surgery with continued pain and tenderness over his hardware. (B)(6) 2011: the patient presented with preoperative diagnoses of back injury with lumbar fusion and continued back pain and leg pain. The patient underwent the following procedures: lumbar hardware removal l4, l5, and s1; exploration of fusion mass l4-5 and l5-s1 with findings of decreased fusion mass at l5-s1; posterolateral arthrodesis l5-s1; redo decompression l5-s1; right iliac crest bone graft aspiration; intraoperative use of c-arm fluoroscopy. Per the op notes, once the hardware was exposed, it was found there was quite a bit of bone growing in the lateral masses and over the tops of screws at 4 and 5 but the l5-s1 was not as robust. The screws, including 2 rods, crosslink and 6 screws, were all removed. There was quite a bit of scar tissue and some bony overgrowth that was dealt with. Because of the reduced fusion mass at l5-s1, this area was prepared down to solid bone. Right iliac crest bone graft aspiration was obtained and this was mixed with bone void filler.(B)(6) 2011: the patient presented with low back pain. Impression: lumbar disc herniation with radiculopathy. (B)(6) 2011: the patient presented with low back pain that radiates down his left leg with numbness and tingling. Impression: lumbar disc herniation with radiculopathy; failed back syndrome. (B)(6) 2011: the patient underwent MRI of the lumbar spine. Impression: post-surgical changes in the lower lumbar spine; borderline spinal canal stenosis at l3-4; some epidural fibrosis on the left side at l4-5 and posterior to the thecal sac at l4-5 and l5-s1. The patient also underwent CT of the brain due to syncopal episode. Impression: normal CT brain with some mild diffuse cerebral atrophy.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.